Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 211206 . Medical device expiration date: 30nov2026. Device manufacture date: 02dec021. Medical device lot #: 211231 . Medical device expiration date: 30nov2026. Device manufacture date: 17dec2021. Medical device lot #: 220229 . Medical device expiration date: 31jan2027 . Device manufacture date: 18feb2022. Medical device lot #: 211118. Medical device expiration date: 31oct2026. Device manufacture date: 03nov2021. Medical device lot #: 220115 . Medical device expiration date: 31dec2026. Device manufacture date: 13jan2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® blunt fill needle foreign matter was found in the fluid pathway. This occurred 134 times. There was no report of patient impact. The following information was provided by the initial reporter: while drawing up a medication from a piercing ampoule, a punched-out rubber particle was detected in the syringe. Lot numbers: 211206 (4 pc) 211231 (1 pc) 220229 (7 pc) 211118 (8 pc) 220115 (64 pc) *.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 303129 and potential lot numbers 211206, 211231, 220229, 211118, and 220115. The reviews did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. The samples were visually examined and no defects were observed. The needle samples also were used to puncture a test vial and were subsequently examined under a microscope and no defects were examined. Taking into account the preventive controls in place, we believe it is unlikely that coring resulted from poor or insufficient de-burring of the cannula. As a part of the cannula incoming inspection, visual examination, measurements, and penetration tests are performed. The stopper conditions could have an impact in this type of issue and the handling of the product may also play a role. The needle should penetrate the vial at a ninety-degree angle to minimize the risk of catching the internal wall of the vial stopper. At this time, an exact cause related to the manufacturing process could not be determined.

Event description:
It was reported while using bd® blunt fill needle foreign matter was found in the fluid pathway. This occurred 134 times. There was no report of patient impact. The following information was provided by the initial reporter: while drawing up a medication from a piercing ampoule, a punched-out rubber particle was detected in the syringe. Lot numbers: 211206; 211231; 220229; 211118; 220115.